Event description:
Approximately nine months post hvad implantation, the patient experienced a rise in power consumption and was hospitalized for treatment of suspected pump thrombus. The patient's inr was decreased to 2.0 and he was treated with aspirin, marcumar and several doses of tissue plasminogen activator (t-pa). He has since been placed on the "high urgent" list for heart transplant and remains hospitalized as a result. The medical team did not report a causal relationship of the device to the reported event but believes it to be possibly related to patient anticoagulation issues. The device will not be returned to the manufacturer for evaluation as it remains implanted.

Manufacturer narrative:
The site has indicated that the pump remains implanted, therefore, it will not be returned. Device remains implanted.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The reported event indicates that the patient underwent treatment for a suspected thrombus. The patient was treated with marcumar, aspirin, and tpa. The hvad pump ((B)(4)) remains implanted and will not be returned to the manufacturer for evaluation. Review of the manufacturing documentation confirmed that the associated devices met all requirements for release. A review of the controller log files associated with the event confirmed the reported "high power' event. Waveform trends of this nature may be indicative of a thrombus event or change in patient state. Applicable risk documentation and experience with similar circumstances were considered; events with high power consumption are most often attributed to thrombus formation. The most likely root cause of the high power event is thrombus formation/ingestion within the device. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Serious and life threatening adverse events, including device thrombosis, have been associated with use of this device as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines of inr between 2.0 and 3.0). The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.